Manufacturer narrative:
Film review: a single 9 second video of an angio procedure during implant revealed that an endurant stent graft system was implanted in the patient. The ipsi limb was positioned into the right common iliac artery and the contra limb was seen within the left common iliac. The proximal stent graft including the suprarenal stents were not visible in the image. The contra limb was noted to be acutely angulated laterally relative to the gate. The angio injector was seen placed inside the left/contra limb just below the gate. Contrast was seen within the gate, but contrast blush was also seen outside the contra limb stent graft near the level of the injector, and within the distal aaa sac. This appears most likely to be a type IV endoleak, but cannot rule out a type iii fabric. The cause of the likely type IV endoleak could not be determined from the films provided. Images during the reported intervention where an extension was implanted which resolved the endoleak were not available for review.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that there is a suspect type IV endoleak post implant. The decision was made to implant and endurant extension to stop the endoleak and the type IV endoleak was successfully resolved. No additional clinical sequelae were reported and the patient is fine.